Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02547. It was reported that a perforation resulting in pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The watchman access system (was) was positioned in the laa and a 27 mm watchman laa closure device & delivery system (wds) was advanced. The watchman laa closure device was deployed. While assessing release criteria, the patient¿s blood pressure dropped. Echocardiography noted a small effusion. A pericardial drain was placed and medication administered. The patient¿s blood pressure then rose back up. They were able to continued assessing the release criteria and upon passing, the device was released. Prior to releasing the device angiograms were taken of the appendage, they were unable to visualize the injury at that point. The patient was monitored. After release of the device, the blood pressure continued to drop. At that point, approximately 30-45 minutes after releasing the device, it was determined to take the patient to the or. Due to the amount of blood drained, two units of blood had been administered to the patient in addition to blood pressure medication. In the or they noted a perforation in the appendage which was repaired.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the pre-case measurements revealed a maximal ostial diameter of 20.2mm and a maximal depth of 25.3mm with poor imaging quality. The pericardium was scanned using transesophageal echocardiogram (tee), prior to the case and the tee operator reported no obvious effusion. The transseptal puncture was performed using tee guidance. The transseptal sheath was then exchanged for a watchman double-curve sheath using a non bsc wire in the left upper pulmonary vein. This was performed without complication. The wire was then pulled and the non bsc pig-tail catheter was guided into the laa using both tee and fluoroscopic guidance. Once the pig-tail was distal in the laa, an angiogram was taken. Using a still-frame of the angiogram the ostium of the appendage was identified. The physician then advanced the watchman sheath to line up the middle marker band of the sheath with the ostium and confirmed by taking additional angiograms. Once the wds was prepared and clear of any air, it was brought to the patient and the pig-tail was removed from the sheath. Then, using a wet to wet connection, the sheath was allowed to bleed back and they flushed forward on the device and introduced it into the sheath. While advancing the wds in the was, it was noted that the was had advanced forward based on the markings on the screen. The physician pulled the sheath back several millimeters more proximally and continued advancing the wds until the distal marker bands on the sheath and the device delivery catheter were lined up. They pulled the sheath back, left to right, to snap it into the delivery system. He then instructed the anesthesia provider to hold respiration and deployed the device. Once deployed, they assessed release criteria. Initially after the blood pressure drop was reported, they did not see an effusion but later stated there was an effusion around the posterior side of the heart. Once this was noticed, they stopped assessing the device for release and began preparing for pericardiocentesis. After several attempts the physician was able to get access to the pericardium and begin draining blood. During this time period, the patient stabilized for several minutes and blood pressure rose after administration of vasoactive drugs. Blood was ordered during this time and a staff member went to retrieve it from the blood-bank. Protamine was also given. After removing approximately 800cc of blood, it was determined the effusion was continuing to grow and may require surgery. They quickly went through the release criteria, the device was released and staff began preparing the patient to go to surgery. Prior to the patient leaving the lab, the blood arrived and the patient was administered several units. At the time the patient left the lab, their blood pressure was still stable, although labile. During surgery it was noted there was a perforation to the appendage, the laa was successfully removed and the patient was doing well. Later in the day, there was an issue in the or and the patient was not doing well. There was an air embolus from the cardio-pulmonary bypass circuit that caused the patient to go asystolic and require resuscitation. The patient was taken to the ICU with an open chest and on extracorporeal membrane oxygenation (ECMO). The following day, the physician reported the patient did well overnight and they were planning to wean ECMO and close the chest the next day. 3 days later it was reported to boston scientific the patient was progressing. 8 days post procedure the physician reported the patient was not doing well. 2 days later it was reported the patient passed away.